Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. After pre-dilatation was performed with a non-bsc balloon catheter, a 3.00 x 24 synergy¿ drug-eluting stent was advanced with a non-bsc guide extension catheter as back up. However, the device was unable to pass through the non-bsc guide extension catheter. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.